Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error 2. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 - 11/16/2015 correction: supplemental sent to correct information previously sent. The strip secondary issue was not included in follow-up 1. The MFR narrative for follow-up 1 should read: "follow-up # 1 device evaluation the lay user/patients test strips: have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. In addition a secondary issue was noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this mater closed."

Manufacturer narrative:
Follow-up # 3: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.